Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without svd and/or nsvd. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm 2900j aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A 23mm non-edwards valve was implanted in replacement. The device was originally implanted for aortic valve replacement approximately thirteen (13) years and three (3) months ago at a different hospital. The device was not returned for evaluation as it remained implanted. Patient medical history: aortic valve replacement with a 19mm 2900j valve ((B)(6) 2007). File will be updated.

Event description:
Edwards received information that a patient with a 21mm 2900j aortic pericardial valve in the aortic position underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A 23mm non-edwards valve was implanted in replacement. The device was originally implanted for aortic valve replacement approximately thirteen (13) years and three (3) months ago at a different hospital. The device was not returned for evaluation as it remained implanted. Patient medical history: aortic valve replacement with a 19mm 2900j valve (may 2007).

Manufacturer narrative:
Updated: b4, b5, g3, h6.